Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a patient developed corneal opacity and inflammation. There was opacity around the circumference of 360 degrees with a width of about 0.5 mm at the periphery of the cornea, and inflammation was also confirmed approximately two months following the implant procedure. Steroid eye drops were given. The inflammation subsided, and the opacity disappeared. There is no problem with the patient's visual acuity and visual function. It cannot be said that the problem attributed to the iol. The iol remains implanted in the patient's eye. Additional information has been requested.